Manufacturer narrative:
Investigation findings: the screw was received for investigation and the reported problem was verified. A visual examination found the distal tip of the screw broken off and would measure approximately 0.156 inches. Additionally, a slight twisting appearance was noticed at the break. Conmed linvatec was unable to determine a cause for this failure. The instructions for use provided with each shipped device warns the user of the following: "improper alignment increases the risk of screw breakage"; "careful selection of screw size with respect to bone block size, shape and tunnel diameter can reduce the risk of screw breakage"; and "proper positioning of the graft and parallel placement of the guidewire prior to screw insertion reduces the risk of screw breakage." A 2 year review of the product history shows one similar reported problem with no report of injury. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that this bioscrew implant was being inserted into the femur during a right acl reconstruction and when it was about 2mm into the bone, it felt like it was grinding and then broke. The surgeon was able to remove this screw and the procedure was completed successfully with a second screw. There was no injury to the pt.